Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not power up. It was found that the programmer had fluid ingression and corrosion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not start up. The programmer has been returned for service. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.